Event description:
It was reported that the right ventricular lead exhibited under-sensing and loss of capture. Lead revision occurred on (B)(6) 2025. The lead was rendered inactive and successfully replaced. The patient was stable.